Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by customer's mother that the insulin pump rim where reservoir insulin foes has become loose. The customer is unsure how this occurred. Customer's blood glucose was unknown. The customer was advised the pump will be replaced.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Device received with end cap address label peeling, missing reservoir tube o-ring, cracked select button keypad overlay, keypad overlay texture damage, minor scratches on case and minor scratches on lcd window.